Event description:
The patient was being treated for progressive numbness in his left foot with the silverhawk ss+ device. Four passes were made, one in each quadrant, after which an angiogram was taken showing an av fistula was created. An attempt to seal the fistula was made by using a 3.0x80 at nominal pressure for 10 minutes inflation. The fistula was still present post pta.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device discarded at hospital.